Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was "disabled" and that now they can barely walk. The ipg remains in use. No further patient complications have been reported as a result of this event.